Event description:
On 9/29/2025, an FDA medwatch notification was received via email. A facility representative reported that during surgery, an ar-12990n scorpion needle was inserted into the knee using the arthrex scorpion needle device for meniscus repair. During the procedure, remnants of a previous needle were discovered inside the shaft of the device. Although the handpiece allows for a new needle to be placed and positioned as expected, deployment was abnormal due to insufficient space caused by the retained remnants. Upon firing the first needle, it did not deploy correctly. The needle was removed, and the technician then identified remnants of the previous needle still inside the shaft. The retained piece was removed from the surgical field, and a new sterile handpiece with a needle was obtained to continue the procedure without further issue. The procedure occurred on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is misuse due to retained prior needle remnants from insufficient cleaning and inspection. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
Additional information received on 10/2/2025: the part number for the handpiece remains unknown. The case was not delayed, and no additional anesthesia was required. No other information was reported.